Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 383 mg/dl. The mother stated that the customer was nauseated, urinating frequently and very thirsty. Prior to the event, the customer changed the infusion set three times and gave a manual injection, but the high blood glucose levels continued. Troubleshooting was performed and the insulin was programmed correctly. The insulin pump passed the prime and high pressure tests.